Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caregiver states the rear locking caster broke on the lift.